Event description:
A medtronic ent representative reported that during a functional endoscopic sinus surgery (fess) the fusion navigation system software became unresponsive in the navigate task. The system was re-booted, and the original patient registration was not able to be found. The patient was re-registered, and the surgeon continued the procedure to completion with the use of navigation. This issue caused minimal delay and there was no impact on the patient outcome.

Manufacturer narrative:
Site declined to provide patient demographic information, stating canadian regulations prohibit the release of such information.medtronic representative at the site performed a navigation system checkout; system passed all tests:hardware system and software application. Removed and reloaded fusion software and checked out emitter. System working normally.